Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump was no longer working". Multiple attempts were made by tandem technical support to follow up but no further information was able to be obtained.